Event description:
It was reported to philips that the heartstart mrx defibrillator needed clock battery replacement and showed faults including power supply failure. There was no patient involvement.